Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to hospital after receiving multiple shocks. Lead dislodgement was noted. Lead was explanted and replaced. Patient's condition was stable.